Manufacturer narrative:
A lot history review (lhr) of reyf0358 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation

Event description:
On (B)(6) 2014 - one of the IV nurses placed a powerglide and as she was cleaning up and disposing of supplies, she noticed that the guidewire was missing from the end of the powerglide device. She did not remember noticing it as she removed the housing after inserting the catheter and she was unable to find it in her work field. X-ray's were ordered as precaution and nothing was found.